Manufacturer narrative:
Integra has completed their internal investigation on may 22 2015. Failure analysis could not be performed. The DHR of fg lot# 1142634 and in-process lot 3142295 (vendor lot: 105000307923) of duragen suturable were reviewed. Manufacturing and packaging processes ran normally and all the released utis of the lot passed satisfactorily all the inspections. Shrink temperature and dimension (thickness) test evaluation of the retain samples were performed as they could act as indicator of the crosslinking strength and indirectly as an indicator of the resorption rate (the absorption into the circulatory system of cells or tissue). All three samples met the passing requirements. When the retain sample was tested, the recorded temperatures was 54.4 c also meeting the requirements. Thickness dimensions passing criteria for a 3x3 suturable duragen is between 0.2 to 0.20 inches. The finished goods certificate of the complaint lot recorded a thickness of 0.19 inches meeting passing criteria. The retain sample was measured and obtained recorded thickness was 0.19 inches, also meeting the requirements. Therefore, no out-of-range values were recorded when retain sample was evaluated. No similar complaints have been reported to lot 1142634. After reviewing the complaint system since 2013, no other complaints were found related to "did not re-absorb" failure mode have been reported on duragen suturable products. (B)(4). Given that complaint unit was not returned for evaluation, the reported incident could not be confirmed. No assignable causes that could be associated to the manufacturing process were determined based on the review of the device history record (DHR), capas, ncrs history, dimensions and retain evaluation. Therefore, a root cause could not be determined based only on the reported information.

Event description:
Four months post-op, the medical doctor noticed the duragen suturable 3x3 was still in the pt when it should have been reabsorbed much earlier. No revision was done. Additional information was received on april 23 2015: the (B)(6) female pt underwent a retrosigmoid crani for vestibular schwanoma. The duragen was originally implanted on (B)(6) 2014. The surgeon noticed the duragen had not been reabsorbed on MRI. There was no injury to the pt since the duragen had not been reabsorbed 4 months post-op. The pt's current condition was reported as intact. Additional information was received on may 13 2015: picture of the MRI which showed the duragen suturable had not been reabsorbed after 4 months was provided. It was reported that the pt was not symptomatic. The tumor was removed completely.